Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Unit was primed in decon to fill. Initial test, observed low / marginal flow. Serviced circulation pump. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had not reached target temperature of 36c yet in an arctic sun device. The patient had been cooling for over 4 hours. Patient temperature (pt) was 37.1c. Flow rate (fr) 3lpm, water 31c. Directed caller to system diagnostics. Chiller temperature (t4) was 10c. Mixing pump command (mpc) was 100 percentage. System hours was 2224.4. Pump hours was 2027.9. Confirmed alert 113 (reduced water temperature control) in event log. Asked nurse to change devices. Send this device to biomed labeled with alert 113, not cooling. Per review of wo on 15jun2023, the device will be coming in for the 2000 hour pm service, bad mixing pump. Per investigator notification received on 12jul2023, it was reported that the initial test observed low / marginal flow and the unit was primed in decontamination to fill ,the l-tube & double l-tubing appears distended/expanded however water flow was not impeded and also it will be replaced preventatively, failed initial test ,error 45.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had not reached target temperature of 36c yet in an arctic sun device. The patient had been cooling for over 4 hours. Patient temperature (pt) was 37.1c. Flow rate (fr) 3lpm, water 31c. Directed caller to system diagnostics. Chiller temperature (t4) was 10c. Mixing pump command (mpc) was 100 percentage. System hours was 2224.4. Pump hours was 2027.9. Confirmed alert 113 (reduced water temperature control) in event log. Asked nurse to change devices. Send this device to biomed labeled with alert 113, not cooling. Per review of wo on (B)(6) 2023, the device will be coming in for the 2000 hour pm service, bad mixing pump. Per investigator notification received on (B)(6) 2023, it was reported that the initial test observed low/marginal flow and the unit was primed in decontamination to fill ,the l-tube & double l-tubing appears distended/expanded however water flow was not impeded and also it will be replaced preventatively, failed initial test, error 45.